Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good condition. Upon visual inspection, a clip was noted to be jammed inside the shaft; the clip could not be removed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and no clips could be fed due to the jammed clip. The device was disassembled in order to evaluate the condition of the internal components and the jammed clip fell off and three clips were found inside the clip track. No conclusion could be reached as to what may have caused the clip jamming. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip became not to be advanced into the jaws after several firings. The device had functioned properly at first several firings prior to this event. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.